Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013, 03:13:14. During night drain cycle one, the patient's ultrafiltration reading was 2900ml, indicating the home patient (hp) drained 2900ml more than their maximum programmed fill volume of 1500ml. No further information was available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. This complaint is an ancillary service event. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.